Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer became aware that a user of the dreamstation auto bipap had states contamination of foam particles were observed inside the blower kit. Additionally, bottom enclosure crack and damaged buttoms on upper enclosure were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.